Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt euphoric and then began to experience symptoms that may be related to withdrawal a week prior to a refill appointment. The reservoir volume was checked at the refill appointment on (B)(6) 2016 and was found to be empty. It was noted that the patient's last refill appointment was on (B)(6) 2015. On (B)(6) 2016, the pump was explanted and will be returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification. (B)(4).